Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation it is possible that water or moisture entered the scope, and the moisture damaged the circuit board inside the connector, causing an abnormality in the electronic components, which led to the occurrence of this event. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited incompatible scope error e315. The issue was found during preparation for an unspecified diagnostic procedure that was completed with a similar device. The patient was not under anesthesia. There were no reports of delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.